Event description:
It was reported on (B)(6) 2026 that patient's infusion sets fell off during use. Infusion set has been used for 90 minutes. Patient experienced high blood glucose level to 530 mg/dl and treated with multiple daily injection. This emdr is being submitted for an unknown number quantity.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.